Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Rezkalla, j., alarouri, h., padang, r., mankad, s., luis, s. A., kane, g. C., & alkhouli, m. (2024). The imaging spectrum of device-related thrombus after percutaneous left atrial appendage occlusion. Case reports, 29(21), 102661.

Event description:
Reported via journal article. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a dual antiplatelet therapy (dapt) medical regiment. Seven (1) weeks post procedure the patient came in for their follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed a small, immobile echo-density on the surface of the device consistent with drt. The physician switched the patient from a dapt medical regiment to a vitamin k antagonist (vka) medication in response to this event.